Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, all the mesh legs were placed and the incision was closed. The physician then examined the bladder with a cystoscope and noted a perforation, which she opined may have occurred during the dissection. The pinnacle was removed from the patient and the hole was closed. The physician did a retrograde pyelogram on the ureters to make sure there was no damage, and the ureters were fine. The physician performed a plication on the patient. Post-procedure, the physician noted that the patient was "doing well."

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.